Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since he had the new implant put in he had no problems except the wire was kind of loose. The patient stated it was because he was thin. No patient symptoms reported.

Manufacturer narrative:
Further information indicated this event is not reportable. Previous codes do not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the wire in the patient's body was not broken. The patient was referring to the wire on the end of the recharger. No further complications were reported. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***